Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated that he was getting this error code 800.8000 and wanted to know how to clear it. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: the customer wanted to know how to clear this error code, and what will cause this. I explain to the customer that this error code is a software error. I also let the customer know that in order to clear this error we would need to reflash the 8015. The customer said ok and I proceed to walk the customer through the flashing process. Once the flashing process started the customer said thank you and ended the call.